Event description:
It was reported that the patient experienced a shock with cautery during surgery. The doctor commented that "perhaps detections were not turned off". The device was removed during surgery and reimplanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.